Event description:
It was reported that the screw could not be fully threaded into the offset stem extension.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary - based on the info available, the cause for the reported issue is damage to the lead thread of the offset stem extension. The origination/cause of the deformation damage is unk. No other complaints have been received against this item for same or similar conditions. Additionally, there are no other complaints against this item/lot combination. Eval - the proximal end of the offset extension exhibits damage to the retaining screw hole. It appears the stem extension came into contact with an object of approx 4mm width. The retaining screw hole would not accept the threaded plug gauge. An attempt was made to attach the screw to the offset extension which yielded approx three turns prior to the device seizing. The offset stem utilizes a spiral lock modified thread to help prevent the screw from backing out of the device which explains why the screw would enter three turns into the extension prior to seizing. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.